Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc needle pierces the catheter. The following information was provided by the initial reporter: as the catheter is being retracted, the flimsy nature allows the needle to poke the already cheap catheter and I assume create tiny little abrasions in the catheter. They assume this because midway through the drip, ivs are starting to infiltrate.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.